Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Suspected cause was due to having a basal rate and correction factor that needed adjustment. Reportedly, customer had also initiated and delivered multiple boluses which subsequently decreased their bg level. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management and pump settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide do not take insulin doses too close together, often referred to as stacking insulin.